Event description:
Inserting clinician reports experiencing resistance while threading the PICC line (captured in MDR report number 9680794-2021-00633). In attempt to resolve this per normal troubleshooting, she decided to pull PICC line back and remove biosensor to consider using guidewire. When she pulled PICC line back she stated it pulled back freely without noted resistance. When she looked down at the catheter, the two white wings that connect to sheath body were completely separated and dangling from the PICC line. The sheath was still retained in the patients arm. At time of this complaint vascular surgery was called, and the patient was being sent to the operating room for venous cut down and device removal. The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided five photos for analysis. The complaint of peel-away sheath tabs separating during use was able to be confirmed by the photos. The photos revealed the tabs had completely separated from the sheath body. A complete visual inspection could not be performed as no sample was returned for analysis. Manufacturing engineers reviewed the photos and confirmed that the damage could potentially be related to the molding process of the tabs to the sheath. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding." Based on the customer photos and manufacturing feedback, the probable cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Inserting clinician reports experiencing resistance while threading the PICC line (captured in MDR report number 9680794-2021-00633). In attempt to resolve this per normal troubleshooting, she decided to pull PICC line back and remove biosensor to consider using guidewire. When she pulled PICC line back she stated it pulled back freely without noted resistance. When she looked down at the catheter, the two white wings that connect to sheath body were completely separated and dangling from the PICC line. The sheath was still retained in the patients arm. At time of this complaint vascular surgery was called, and the patient was being sent to the operating room for venous cut down and device removal. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Inserting clinician reports experiencing resistance while threading the PICC line (captured in MDR report number 9680794-2021-00633). In attempt to resolve this per normal troubleshooting, she decided to pull PICC line back and remove biosensor to consider using guidewire. When she pulled PICC line back she stated it pulled back freely without noted resistance. When she looked down at the catheter, the two white wings that connect to sheath body were completely separated and dangling from the PICC line. The sheath was still retained in the patients arm. At time of this complaint vascular surgery was called, and the patient was being sent to the operating room for venous cut down and device removal. The patient's condition is reported to be fine.